Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedance measurements which triggered a lead safety switch (lss). This lead was successfully replaced. No adverse patient effects were reported.